Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is possible the following led to the malfunction: a high-energy treatment device was used without maintaining a sufficient distance from the tip, causing burning of the distal end cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the distal end cover of the subject device was burned. There was no patient involvement.